Event description:
It was reported that asymptomatic patient presented in hospital for pacemaker and lead implant surgery. Upon post-operative x-ray imaging, there was dislodgement exhibited on right atrial lead. No additional malfunctions were found. The lead was explanted and replaced the following day. The patient was reported to be stable during and post revision surgery.